Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the balloon burst upon inflation. The balloon catheter was replaced. No patient c omplications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the balloon catheter was returned and analyzed. Analysis indicated that the mechanical operation of the catheter shaft was analyzed. Visual analysis of the lead indicated damage during use. If information is provided in the future, a supplemental report will be issued.